Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained high blood glucose of 400 mg/dl. The customer's blood glucose reading was 540 mg/dl at the time of incident. Troubleshooting found that the infusion set was ripped off of the customer and manual injections were then used for an entire day. Pump also did not calibrate and customer was advised to stabilize their blood glucose before calibrating again. Customer was advised to call back if any further issues as it appears that the pump is working as designed.